Manufacturer narrative:
A ge representative evaluated the system and determined the cine disk needed to be replaced. No further information is available regarding repair status. Retrospective summary report: (B)(4). Total number of events summarized: 163. These reports are being filed late due to a retrospective review of our quality system. These reportable malfunction events involve international service dispatch records.

Event description:
The customer reported the system has limited cine capability. No patient injury was reported.